Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level displayed as "high" (specific value was not provided) on (B)(6) 2026. Reportedly, the customer was using cold insulin. Tandem technical support educated the customer on insulin labeling. Due to the elevated bg, the customer began vomiting and had diarrhea. Customer was treated with manual injections of insulin to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage.